Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, the device was at end of service (eos). A device evaluation was performed, and no anomaly was found. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly.

Event description:
This report is to advise of an event observed during analysis.